Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's scs ipg and percutaneous leads were explanted due to infection at the lead site. The explant occurred after the patient was given antibiotics and hospitalized for this issue. The surgical intervention resolved the issue successfully.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During the processing of this incident, attempts were made to obtain complete patient information.